Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized with blood glucose levels as high as 688 mg/dl, with small ketones, nausea, and vomiting. Treatment included insulin via injection and pump, as well as a site change. During troubleshooting, customer support found that the basal history did not match the active basal program. This complaint is being reported as the patient experienced hyperglycemia and the discrepancy in basal history was not reconciled.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the basal change history was inaccurate due to a rewind, load, and prime sequence, and a manual suspension of the pump. The pump was powered off for an unknown reason. The pump was powered back on and the time and date were set incorrectly. The pump was run for 24 hours at 2 units per hour, and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly, and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No alarms occurred during testing. The basal history recording defect was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.